Manufacturer narrative:
The device will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling embolization of an unruptured saccular aneurysm measuring approximately 3.75 mm (+/-.25 mm) by 3.5 mm located in the right middle cerebral artery (mca), the implant coil detached as it was being removed and travelled distally to be snared out by the physician. The patient¿s vasculature was normal in tortuosity and blood flow was normal. Prior to the event, the implant coil had been positioned within the aneurysm and attempts were made to detach the implant coil with the instant detacher (ID) three times, but without success. There were no attempts made with a different ID. Then the physician attempted to detach the implant coil with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The hypotube was broken and the release wire was pulled, but the coil did not detach. This attempt was stopped after the entire release wire was pulled out and the coil was still attached. The coil was then removed from the aneurysm and it detached during removal halfway in the microcatheter. At this point, the event occurred and the coil was removed from the patient with a snare. The implant coil was replaced by a coil from another manufacture to complete the procedure. No patient injury was reported as a result of the procedure.